Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one single use instrument opened by the account. Initial visual inspection of the I instrument found no abnormalities. Functionally, the instrument was loaded with sulu. After initial clamping, the instrument could not be cycled. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted the first row of teeth sheared on the firing rack. A review of the device history records indicates each device lot numbers was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
Product was returned with no reported condition associated with it.